Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the nerve stimulator is dead and will not charge. The cause of the ins not working was unknown. The patient reported the paddle has moved. The hcp was trying to refer the patient to a neurologist to have the stimulator taken out, but they are requesting an MRI. The patient cannot turn the stimulator on to put it into MRI mode. The ins moving has been resolved per the patient. No further complications were reported.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s stimulator has moved and has not been working/was dead for a year. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was the patient needs an MRI done to have surgery to remove the device because it is non-functioning. It was reported that the patient is having a MRI due to a problem with their device or therapy. The patient's stimulation stopped working. The patient's doctor is taking over care and removing the ins, but won't see the patient until an MRI is done. The ins is depleted currently and the patient cannot communicate with the ins. No further complications were reported. No additional patient symptoms were reported.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the patient¿s stimulator was still not working. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.